Event description:
Unwanted table motions: customer changed "legp" collimator on detector 1 without problems, then opted for collimator exchange on detector 2. The table went to the middle position, the gantry rotated to detector 2 collimator exchange position and the table went down to the cassette change position. While moving the carriage into the gantry, the table moved up very fast and jammed the carriage with the cassette between table and gantry ring causing damage. Subsequently, the fuse of the z2-motor controller was blown. As instructed in the labeling, there was no pt in the equipment at the time. There were no injuries to pts or users.